Event description:
Consumer reports her (B)(6) daughter developed optic neuritis following use of this product for 6 months. The patient's optometrist indicates she presented (B)(6) 2007 complaining of difficulty seeing details (os) and photophobia for two weeks, pressure around her left eye for one week and blurred vision with onset (B)(6) 2007. The optometrist also noted redness on the left side of the patient's face. The patient's mother states her daughter complained that she could not see out of her left eye. The patient's mother has concerns that her daughter developed an external infection and did not make her aware of it, however, the optometrist did not note any signs of an external ocular infection. Contact lens wear was discontinued and the optometrist advised the patient to seek treatment from an ophthalmologist. The patient's mother indicates multiple etiologies were ruled out including multiple sclerosis, cancer and a brain tumor.

Manufacturer narrative:
The complaint product associated with this report has not been received for evaluation. There have been no other complaints received for this lot number. (B)(4). Testing included cat scan, MRI and spinal tap analysis. The patient's mother indicates her daughter was diagnosed with optic neuritis. She states her daughter was hospitalized and received intravenous steroid treatment followed by oral steroid therapy after release. The events resolved with treatment and the patient is doing fine now with corrective lenses. Additional information has been requested.